Event description:
Upper respiratory infection, serious cough, chest pressure. Occurred the entire time I used the device. I stopped using it in (B)(6) 2021 due to these side effects and the symptoms went away. FDA safety report ID # (B)(4).